Manufacturer narrative:
UDI: (B)(4). Investigation summary: the original packaging was not received. Visual inspection revealed discoloration in the tip. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues, and substance in the external tube. The electrode was sent to the manufacturer for further evaluation. The visual inspection revealed that two devices returned and neither device has been returned in its original packaging. The active tip appears in a used condition, with signs of tissue debris around the tips. The heat shrink is marked on device 1 and there is blood on the handle of device 1; also, there is residue visible in the suction tubing of device 1. A DHR review has been performed for both lot u2008073 & u2008044 which were manufactured in september 2020; no issues (ncr¿s or deviations) with the manufacturing process have been identified. The customer claimed that preoperatively that two devices were found to have some rust like foreign substance on the tip. Mitek¿s visual inspection revealed that the tip had some biological residues and discoloration. The internal investigation confirmed mitek visual inspection findings. Both devices appeared in a used condition with tissue debris around the active tips, residue in the suction tube and blood on the handle of the one device. There was a brown staining on the tips, but it is not known if this was present pre surgery. The brownish tip discoloration reported by the end user and confirmed by mitek visual inspection is likely to have been caused by the functional testing in saline during the manufacturing process at oste UK and consistent with other complaint devices investigated under CAPA, the functional testing of devices in saline has been confirmed as the assignable root cause. This lot was manufactured in september 2020 which was prior to the saline management containment where saline is changed periodically and was implemented in may 2021. At this point in time, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot: a DHR review has been performed for both lot u2008073 & u2008044 which were manufactured in september 2020; no issues (ncr¿s or deviations) with the manufacturing process have been identified.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair surgery on (B)(6) 2021, it was observed that the vapr premiere 90 electrode device had rust like foreign substances on its tip. During in-house engineering evaluation, it was determined that the active tip appeared in used condition, with signs of tissue debris around the tips. Another like device was used to complete the procedure with less than 30-minute surgical delay. There were no adverse patient consequences reported. No additional information was provided. The device was brand new and the first use when the issue occurred.